Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient's tubing was removed due to a stoma site infection. In (B)(6) 2022, the patient experienced a stoma site infection. It was reported that the patient was hospitalized from (B)(6) 2023 to (B)(6) 2023. The patient was treated with oral piperacillin/tazobactam.